Event description:
It was reported that syringe 0.3ml 31ga 8mm tw 10bag 500 ca plunger was difficult to move. This occurred on 3 occasions. The following information was provided by the initial reporter: material no: 320440 batch no: 0272711 it was reported that the plunger stop is missing and difficult to glide.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-27. H6: investigation summary: customer returned (81) 3/10cc, 8mm, 31g syringes (1 loose, 80 in sealed poly bags) with the shelf carton from lot # 0272711. Customer states that there is inconsistent/stiff gliding of the plunger in the syringe. The loose sample as well as thirty out of 80 samples from the sealed poly bags were tested and all were able to draw and expel properly without any observed defects. Customer states that the security cap on the plunger is missing. All returned syringes were examined and no missing plunger caps were observed on any of the samples in the sealed poly bags. The loose syringe was returned without the plunger cap, however, this issue cannot be confirmed as the sample was returned loose and out of the packaging. A review of the device history record was completed for batch # 0272711 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 31ga 8mm tw 10bag 500 ca plunger was difficult to move. This occurred on 3 occasions. The following information was provided by the initial reporter: material no: (B)(4), batch no: 0272711. It was reported that the plunger stop is missing and difficult to glide. Verbatim: as per account, we have had issues previously on occasion with these needles with the security cap/plunger stop missing, or inconsistent/stiff gliding of the plunger in the syringe and just thought it might be helpful to make you aware of these quality control issues.